Event description:
The customer reported that the system did not boot up, even after attempts to reboot.

Manufacturer narrative:
The ge service rep changed the system's hard disk and load the system software. The system began to boot up as normal. He checked all functions, and found no problem.